Event description:
Pt was admitted here for treatment of documented pacemaker system malfunction. During a routine f/u transmission to their dr in another state (parents were here visiting relative) failure to capture the ventricle was documented over trans telephone ECG. Pt was then seen in ER and despite reprogramming the ventricular output to the highest possible settings, failure to capture ventricle persisted. It was also noted that the ventricular lead impedence was "off the scale". Greater than 2500 ohm. Although asymptomatic - pt was admitted because of diagnosis of surgical av block and ventricular pacemaker lead malfunction with a resting ventricular rate of 45-50 bpm. Pt was monitored on telemetry that evening and taken to or the next morning where the heart surgeon replaced the lead. The lead fracture was documented visually by the heart surgeon and appeared to exist at the costochondral margin on the left. There were no complications and the pt was discharged the following day and to continue weekly transmission. Pt sees their dr.